Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged none of the boxes were filled in under the prime and rewind menu. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 03-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: no rewind/load/prime was observed in the black box data for (B)(6) 2013. There was record of a replace cartridge on (B)(6) 2018 at 11:48 and again on (B)(6) 2018 at 01:54 followed by a rewind/load/prime operation. During investigation, rewind/load/prime steps were successfully performed with all boxes filled as per normal operation. The pump was exercised for 24 hours with no changes to the rewind/load/prime boxes observed. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.